Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a moderately calcified lesion in the sfa using in pact admiral paclitaxel eluting balloon. It was reported that the physician encountered difficulty retrieving the balloon following balloon inflation. Balloon would not deflate. Checked stopcock, removed stopcock, tried inflation device directly attached to balloon port. Extremely slow deflation, that required several negative draws on inflation device. Contrast was 50/50. Eventually deflated and was removed without issue. The device was prepped as per IFU with no issues noted. The vessel was non-tortuous and lesion exhibited 75% stenosis with vessel diameter of 5mm and lesion length 60mm. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
Device evaluation: a visual and tactile inspections were performed on the device, several damages (squeezed points or little kinks) were found along the shaft length (close the strain relief and respectively at 27 cm, 43 cm, 64 cm, 78 cm and 96 cm of the working length). No evident damages were found on the balloon. Evident traces of dry radiopaque liquid were found in the inflation lumen. The balloon was found unfolded. The guide wire lumen was flushed and it was possible to insert the 0,035¿¿ guide wire without any resistance. Once cleaned the dry radiopaque solution, the purging procedure was performed with no issues. In order to verify the correct deflation time the balloon was inflated 3 timed at rbp with a radiopaque liquid (identical to the one used during procedure: radiopaque contrast/saline was 50/50profile). The deflation time was taken 3 times and it was respectively 21 s, 24 s, 25 s. All the measurement taken were compliant with the maximum deflation time (i.e. Deflation time = 60s).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.